Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 140 mg/dl, lo (less than 10 mg/dl), 65 mg/dl and 173 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter alleged that within 10 mins of the 65 mg/dl reading, he obtained more discrepant results of 117 mg/dl and 140 mg/dl. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.